Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Customer resolved issue through trouble shooting with technical assistance (tac). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, error code b30 was displayed. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.